Event description:
It was reported that during a percutaneous coronary intervention, catheter got stuck in the lesion. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca). When performing final ivus after a promus element stent was deployed, opticross¿ imaging catheter got stuck in the lesion upon withdrawal. They were unable to push and pull the device. It got stuck at the distal site where the stent was deployed. It was confirmed that stent was well apposed to the vessel wall and the guide wire exit port could have came into contact with the calcification. They performed dilatation with a bsc balloon catheter via this device, but the issue could not be resolved. Therefore, they engaged an unknown guide catheter deeply and eventually they were able to remove the opticross¿. The exit port of the catheter seemed to have been torn. The procedure was completed with the same device. No complications were reported and patient's status was good.

Manufacturer narrative:
Age at the time of event: (B)(6). (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention, catheter got stuck in the lesion. The 75% stenosed target lesion was located in the severely tortuous and moderately calcified proximal right coronary artery (rca). When performing final ivus after a promus element stent was deployed, opticross imaging catheter got stuck in the lesion upon withdrawal. They were unable to push and pull the device. It got stuck at the distal site where the stent was deployed. It was confirmed that stent was well apposed to the vessel wall and the guide wire exit port could have came into contact with the calcification. They performed dilatation with a bsc balloon catheter via this device, but the issue could not be resolved. Therefore, they engaged an unknown guide catheter deeply and eventually they were able to remove the opticross. The exit port of the catheter seemed to have been torn. The procedure was completed with the same device. No complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for evaluation. A kink was observed in the sheath assembly from femoral marker at the proximal end. The distance between the distal edge of the distal housing to the tip of the catheter is within specification. The guidewire exit port was lifted 1.0mm. A test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted and a good square image appeared in the system. The device failed to meet specifications based on its returned condition. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).